Manufacturer narrative:
The reported event that was confirmed through service evaluation process, based on witness marks found on the device, this is a handling issue. The device was scrapped, as it was not repairable.

Event description:
It was reported that during setting up of equipment at the healthcare facility, an led was found to be broken off the tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during setting up of equipment at the healthcare facility, an led was found to be broken off the tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.